Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective connection of the scope and the processor. Olympus will continue to monitor field performance for this device.

Event description:
There was a few minutes delay; the sedation was not extended. The procedure (cystoscopy diagnostic) was completed with another scope.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center lost its image, lost its connection at the scope connection, and had black image with an error code. The issue was found during diagnostic procedure. There were no reports of patient harm.